Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. As per implant registration card one electrode channel was out of cochlea since implantation. As per the information from the field, the electrode array migrated further out of the cochlea. The patient had only 7 active channels and was therefore explanted of the device. The damages found during device investigation are contributable to explantation surgery. This is a final report.

Event description:
A CT scan shows a migration of the electrode out of the cochlea. The patient currently has 7 active channels. As per implant registration card, one channels was extracochlear since implantation. The device has been explanted and 4 channels were seen to be out of cochlea at explantation.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A CT scan shows a migration of the electrode out of the cochlea. The patient currently has 7 active channels. The device is to be explanted on (B)(6) 2016.